Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) units display screen is flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g2, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: b5 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse opened the screen (user interface) on both sides. The fse refit all connectors of boards and checked the main cable connection from the main board to the display board along with the white ribbon cable. The fse further checked and observed the machine for up to one hour. The fse connected a balloon with a system trainer. No issues were observed. The iabp was handed over to the customer in good, working condition.

Event description:
It was reported that, before connecting to patient and during normal check up by user, the cs100 intra-aortic balloon pump (iabp) units display screen was flickering. There was no patient involvement.